Event description:
An apogee had tightness of mesh resulting in persistent pain. The doctor did a cystocele repair with synthetic mesh revision on the anterior wall and a rectocele repair with synthetic mesh posterior wall.